Event description:
It was reported that the patient's left knee malfunctioned in 2010. Her knee is now crooked and she is in pain. The patient's daughter discovered that the implants were subject to recall in 2012 via an internet search. She would like to confirm if her implants were recalled and what stryker can do to help her get it fixed. The patient does not have medical insurance.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.